Event description:
Event reported to manufacturer's staff person of "test lead perforating bowel". Hcp relayed incident where during placement of a test stimulation lead, it was placed too deep and punctured and entered the bowel. The patient returned to hcp complaining that the lead was now coming out of the rectum. The hcp removed the lead at that time and there were no other problems.